Manufacturer narrative:
Gtin: not available. It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
Clinician placed a hakim valve programmed and when he decide to chance the pressure of the valve the programmer doesn't work in 3 different times, the surgeon decide to chance the programmer and one of our distributors provide him, the programmer work without any problem. During the time that the patient did not have the required valve pressure, caused a subdural hematoma and had to be intervened twice, the valve doesn't have any issue. The first programmings were done with a programmer that wasn't sold by j&j code 823190. The surgeon use another hakim valve programmer and it works, the valve changed the pressure but the patient cause a subdural hematoma. (B)(6) 2015 per affiliate: "the hakim valve never had any problem with its operation and still implanted in the patient, the problem was with the programmer of valves hakim who was not sold by j&j, this programmer was bought for a sub distributor in the united states and is what they used on the programming of the valves that they buy with one of our distributors." (B)(6) 2015 per affiliate, the programmer used initially was manufactured by codman. They were alerted to this on 10/23/2015.